Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. 'Device service required' prompt was issued from device.

Event description:
There was no patient involved. 'Device service required' prompt was issued from device.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the (B)(6)2016. On visual inspection, the membrane tail was found to have been incorrectly installed. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2016, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. This complaint shall also be presented to assembly operators to highlight the requirement for correct alignment of the membrane tail. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.